Event description:
It was reported a .035 guidewire was inserted into the naviflex introducer for removal following a procedure. Upon removing the introducer, it was noted the introducer shaft had separated and the internal braided wire has unraveled. Forceps were used to grasp the remaining introducer and remove it successfully. The unraveling occurred outside of the body.